Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image coming on the scope screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d9, h2, h3, h6 and h11 correction: h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn marks in the distal end plastic cover. Based on the results of the investigation, the cause of the reported malfunction no image coming up on the screen, was traced to be a component failure like electrical problem. And the cause of the additional malfunction burn marks in the distal end plastic cover was also traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer